Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 62 mg/dl. The customer was treated with glucose tablets. The customer declined to troubleshoot for low blood glucose. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown. The customer was advised to insert new (B)(6) aaa alkaline battery and monitor pump. The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. The customer was advised to clean battery cap with dry swab and insert new battery. The customer was advised that we will ship a replacement battery cap.